Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported partial clip movement. The tissue damage and increase mr appears to be due to partial clip movement; therefore, attributed to procedural conditions. The reported patient effects of tissue damage and mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the clip movement and leaflet damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was placed and the mr reduced to 2+ however after deployment, the clip turned and the mr increased to 3-4+. It was noted the anterior leaflet was damaged. A second clip delivery system (cds) was advanced and the leaflets grasped however the mr was unable to be reduced therefore the clip was not implanted. The procedure was aborted with the mr remaining at 4. There was a clinically significant delay in the procedure due to the issues experienced. No additional information was provided.